Manufacturer narrative:
As reported to the medical affairs department, the patient experienced "trauma from a car wreck" and as treatment had an optease filter placed in her inferior vena cava (ivc) during the index procedure. Approximately eleven years and seven months after implantation, the patient had a second unsuccessful attempt to remove filter. An x-ray was done and it was observed that the optease filter was fractured. As treatment patient was prescribed baby aspirin 81mg daily. The filter remains implanted and the event remains ongoing. No further information was obtained. Multiple attempts to obtain additional information were unsuccessful. The device remained implanted and thus an analysis could not be conducted. A devices history record review could not be completed as the sterile lot number was not provided. The reported filter fracture and retrieval difficulty could not be confirmed and the device was not returned for analysis and procedural films were not provided. The exact cause could not be determined. Based on the limited information available, a definitive clinical conclusion could not be drawn. The IFU states that the indication is for up to 23 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without a sterile lot number or return of the device, there is no indication that this these event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two events reported for the same patient and device. Please reference MFR. Report # 9616099-2015-00485 and # 9616099-2015-00486.

Event description:
As reported by the patient/initial reported through the medical affairs department, the patient experienced "trauma from a car wreck" and as treatment had an optease filter placed in her inferior vena cava (ivc) during the index procedure. Approximately eleven years and seven months after implantation, the patient had a second unsuccessful attempt to remove filter. An x-ray was done and it was observed that the optease filter was fractured. As treatment patient was prescribed baby aspirin 81mg daily. The filter remains implanted and the event remains ongoing. No further information was obtained. Multiple attempts to obtain additional information were unsuccessful.